Event description:
Customer reported a compact system blood glucose result of 300 mg/dl at a time she was experiencing dizziness. She took 250 mg of metformin. Retest result 10 minutes later was 148 mg/dl on the same system. Customer reported no further symptoms, no further treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.